Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 1 week after the dental implant was placed in the mouth, the implant had not achieved osseointegration. Clinician reports pain, infection, fenestration and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that 1 week after the dental implant was placed in the mouth, the implant had not achieved osseointegration. Clinician reports pain, infection, fenestration and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)